Event description:
It was reported that (1) 35nlt was used during a diagnostic lap/lysis of adhesions procedure. It was reported by the rep that a non bladed 5mm trocar was inserted into the lateral port. After the case was completed, the surgeon noticed a small piece of plastic in the pelvis. The surgeon was albe to pick up the piece with a grasper. The plastic piece is from the tip of the trocar. There was extended operating room time by two minutes.